Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. Evaluation of the xenon lightsource identified that the unit had an old lamp, was missing several screws, the control board was not reporting errors correctly and had a damaged mirror and top trim. Root cause analysis: the reported complaint was confirmed. The issue of this xenon lightsource producing a burning smell was most likely due to the unit overheating, caused by damage to the mirror. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was "giving off a burning smell". It is unknown under what circumstance this event occurred; however, no injury, death, or surgical delay was reported.